Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The ventilator alarmed for "safety valve open" during ventilation. The unit was then replaced with a known good unit to avoid patient therapy delay. Patient was not harmed. No other patient information was provided. Our field service engineer (fse) verified unit on site. The alarm was confirmed through the logs. The fse was unable to duplicate said failure. As a precaution the pull magnet was replaced and boards were reseated. Performed pre-use check (puc), unit passed all functional and safety tests per factory specifications, returned to customer. The replaced pull magnet was returned for further investigation; the provided logs confirm the reported error. A visual inspection of the returned part revealed no abnormalities. The returned pull magnet was then placed into a reference ventilator for simulated use testing. During this testing, the device passed the puc. After passing, ventilation was performed successfully for over two weeks without generating any alarms or errors. After ventilation, several pucs were performed, all of which passed. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. Our conclusion is that the device failed to meet its specifications during the reported event and that the pull magnet (the safety valve) could be a contributory cause. However, since the reported issue could not be reproduced at the manufacturing site, no definite root cause can be established.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).